Event description:
Guide wire perforated nylon tubing while performing a transbronchial procedure. Pt had a bronchoscopy performed through the nose. Then the nylon tube was threaded through the scope. The scope was removed, leaving nylon tube in place. Pt complained of irritation in upper bridge of nose. Dr tried to advance and pt complained of pain in nose. He withdrew nylon tube slightly and blood was noticed in tube. While using fluoroscopy in unsuccessful attempt to locate guide wire, pt began to cough and gag and coughed up guide wire into the mouth. Nylon tube and guide wire were removed through nose. When removing the nylon tube, it was noticed that the guide wire had perforated the tube approx 31 cm from bead on end of nylon tube. This info was submitted as f/u 3/25/94: the pt did fine; the procedure was completed in the opposite nostril.